Event description:
Contact reported that two weeks after charite disc was implanted at l5-s1 the pt returned complaining of pain. Studies showed that the implant had shifted anteriorly. A revision procedure was performed and the charite disc was removed and pt fused with anterior cago. Bultross plate and posterior screws. As surgical intervention occurred an MDR is being filed to document this event.